Event description:
The patient (B)(6) received a dbs system which included two leads. It was reported that impedance issues were encountered when the system was tested. It was noted, the patient does have stimulation. Additional information has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.